Event description:
It was reported that pump displayed malfunction alarm 0-0x277d, and no notable events occurred prior to this issue, with customer blood glucose level at the time of the event not provided. There was no reported impact to the customer¿s blood glucose level. Customer had already reset pump for this malfunction within the last 24 hours, and technical support confirmed pump was within warranty, arranged replacement pump shipment, confirmed shipping address, provided storage mode and return instructions, and instructed customer to return malfunctioning pump, while customer declined to share what backup therapy would be used to maintain insulin delivery.